Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under 510(k) p030031/ PMA # s053. As lot # 17027211l was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant product used: product name: lasso® nav eco variable catheter: us catalog #: d134301, lot #: 17035309l. For the non-bwi product used (sl1 8,5f sheath) st. Jude medical has been notify. Manufacturer's reference # (B)(4), is related to the same event. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference #: (B)(4). It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade which required pericardiocentesis and an extra day of hospitalization. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cardiac tamponade which required pericardiocentesis and an extra day of hospitalization. The patient¿s medical history is unknown. The patient fully recovered with no residual effects. The physician¿s didn´t associate the causality of the event with anything. Settings during the event include: power control mode with 20 to 30 watts settings, temperature cut-off at 43 celsius degrees, irrigation flow of 8 ml/min and sl1 8,5f sheath was used. Per 21 cfr, part 803, this complaint is reportable.